Event description:
Lunette received one star review in online platform from a customer, who claimed that cup moved their iud. Lunette's customer service asked for more information from the customer. Customer did not reply to us.